Event description:
The manufacturer received information alleging that the end user reported that the absence of heated humidification from his remstar continuous positive airway pressure (CPAP) device caused him bronchitis and pneumonia, requiring medical intervention. The user reported he was prescribed oral antibiotics for the inflammation and pneumonia. The end user did not experience permanent injury. The CPAP device and humidifier was sent for evaluation to a third party service center. The third party service center reported that the heater in the humidifier had a loose humidifier cable. The manufacturer is not able to determine the root cause for the loose cable. The device was manufactured on august 29, 2009, this device was serviced by a third party service center on (B)(4) 2013 for an unrelated issue. The device has been in patient use since that date with no reports of lack of heated humidification. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this CPAP device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The heated humidifier is an accessory for therapy device to provide moisture to the patient circuit. When the heated humidifier is not heating, it acts as a passover humidifier which adds moisture at room temperature to the therapy device's airflow, reducing irritation to the nasal passages caused by the increased airflow. The loss of heated humidification for the intended patient population does not pose a significant health or safety risk. Patient labeling warns the user to periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use. A thorough review of the manufacturer's complaint database yielded no similar reported incidents. Based on the information available and a thorough review of the complaint data base, the manufacturer concludes no further action is necessary.